Event description:
On (B)(6) 2020, a telephone call was made by the doctor to aoa which alleged the lingual arm of the spring jet I appliance pulled away from the solder and the patient swallowed the component. On (B)(6) 2019, the patient visited the emergency room and an x-ray was conducted. The x-ray indicated the component had passed to the intestines and the patient was directed to monitor their stool to determine if the component passes naturally. A second x-ray was conducted on (B)(6) 2019 which showed no evidence of the component. The component had passed naturally and the patient is doing fine.

Event description:
On (B)(6) 2020, a telephone call was made by the doctor to aoa which alleged the lingual arm of the spring jet I appliance pulled aware from the solder and the patient swallowed the component. On (B)(6) 2019, the patient visited the emergency room and an x-ray was conducted. The x-ray indicated the component had passed to the intestines and the patient was directed to monitor their stool to determine if the component passes naturally. A second x-ray was conducted on (B)(6) 2019 which showed no evidence of the component. The component had passed naturally and the patient is doing fine.